Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had high pacing impedance. The patient was asymptomatic. The change in impedance caused the device polarity algorithm to switch to unipolar pacing. The physician elected not to make any changes and to monitor instead. There were no consequences to the patient.